Manufacturer narrative:
Exact date unknown, event occurred few weeks ago from the permanent implant date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 7070669.

Event description:
It was reported that the patient experienced neck and head tension following a permanent implant procedure. The patient underwent a revision procedure wherein the suture sleeves were removed off of the leads.